Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, and serial # (B)(6). Problem statement: customer reported complaint on the instrument producing erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 10dec2019 to date 10dec2020. Complaint trend: there are 11 complaints related to the issue of erroneous results; date range from 10dec2019 to date 10dec2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the instrument producing erroneous results was due to a dirty flow cell. The fse (field service engineer) confirmed the issue and disassembled the flow cell to clean and replaced the optical gel. They then aligned all of the lasers and performed baseline, check performance, and 7 colors tests to verify that the instrument was working as intended. No parts were requested for evaluation as no parts were replaced. Although the unexpected results were from patient samples, the customer confirmed that no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Proper daily and monthly cleaning procedures should also be followed and can be found under ¿maintenance¿ in the user guide; bd facscanto¿ ii flow cytometer instructions for use, #23-20269-000, page 149. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 14mar2014. Defective part number: n/a. Work order notes: subject / reported: report of elevated counts in stem cell samples. Problem description: report of elevated counts in stem cell samples. Work performed: flow cell disassembly and gel change, blue and violet laser power optimization after optical fiber is performed. Tube fitting and coefficient of variation optimization is performed for all lasers. Base line and check performance are carried out. Step of seven colors. Cause: dirty flow cell on external walls. Solution: tools used: fluke brand multimeter, 28330108ws series, calibration 07-14-2020 cle 9620 document. Heise brand pressure meter hqs-33010 series calibration 07-14-2020 clp 112920 document and hqs-33011 series calibration 07-14-2020 document of calibration cp113020. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part 338960-04ra, rev 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes; no. Item: 22. Flow cell. Function: 22.4 remain optically clean. Potential failure mode: 22.4.1 optical clarity degraded. Potential effect(s) of failure: 22.4.4.4 signal degradation or loss - misclassification. Potential cause(s)/mechanism(s) of failure: 22.4.1.1.1 residue accumulation on walls or optical gel degradation (discoloration). Current controls: sensitivity test (fails when sensitivity drops too low). Recommended actions: 1. Implement p-trap and lower waste trap to prevent siphoning of fluids out of flow cell. 2. Instructions for use: recommend to shut down cytometer nightly, perform fluidics shutdown. Software shall remind user to shutdown before quitting application. 3. Fse instructions for annual cleaning cuvette. Severity: 8; occurrence: 1; detection: 9; rpn: 72. Mitigation(s) sufficient yes; no. Root cause: based on the investigation results the root cause was due to a dirty flowcell. Conclusion: based on the investigation results the root cause was due to a dirty flowcell. The fse confirmed the issue and disassembled the flowcell to clean and changed the gel. They then optimized and aligned all the lasers and performed base line and check performance tests to verify that the instrument was working as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety. H3 other text : see h.10.

Event description:
It was reported that while using the bd facscanto¿ ii erroneous results occurred. There was no report of patient impact. The following information was provided by the initial reporter: report of elevated counts in stem cell samples.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd facscanto¿ ii erroneous results occurred. There was no report of patient impact. The following information was provided by the initial reporter: report of elevated counts in stem cell samples.